Event description:
Complainant alleged that when the device was powered on during a routine shift check by a clinician, it displayed error message code "error 42" on the monitor screen. The complainant indicated that there was no pt involvement in the reported failure.